Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as MDR# 2954755-2007-00035. It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement and filterwire removal difficulties occurred. The lesion being treated was located in a vein graft to the circumflex (cx). A filterwire ez device was in place in the vein graft to the cx. A 3.50x16mm taxus express2 drug eluting stent was advanced over the filterwire, however, there was a previous stent of unknown size and type in the vein graft that was posing a challenge as far as getting the taxus stent to the lesion in the vein graft. The taxus stent kept getting "hung up on the previously placed stent." The physician tried to remove the stent from the vein graft, but in doing so the 3.50x16mm taxus stent dislodged from the balloon. The physician then tried to remove everything as a unit (the guide catheter, the stent that came off, and the deployed filterwire) but the physician had just deployed as iliac stent of unknown size and type and the deployed filterwire got hung up on the iliac stent. The physician tried to capture the taxus stent with the guide catheter and in doing so the physician lost the stent, and was unable to find and retrieve the stent. The patient condition is listed as fine. Further information has been requested but has not been received.